Event description:
A report was received that a patient underwent a pocket revision procedure due to the ipg being in an uncomfortable location. During the procedure, the physician relocated the pocket. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.